Event description:
It was reported that the device¿s screen face detached from the housing, appearing as though the adhesive failed, consistent with a display assembly delamination hardware issue, and a replacement device was shipped. Symptoms included no reported adverse clinical effects. Outcomes included no impact to patient health and resolution through device replacement. Investigation included complaint intake review and logistics verification. Investigation of this case revealed a mechanical integrity concern of the screen assembly adhesive. It was concluded that the device experienced screen delamination and the issue was addressed through replacement, with no patient harm identified.